Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of: 8015 error 120.4610. Technical support - 1. Replace the battery. 2. Replace the power supply processor board 3. Return to factory for repair customer review error code in the error log of 8015 device. Explained error code and probable cause to produce the error. Informed customer the diagnostic task used in system maintenance, to assist with troubleshooting. This device is still under warranty. Suggested to customer to send for service level 1 repair. Customer will call back to com for assistance with RMA request. End call. A review of the device history record showed the device had a manufacture date of 02/23/2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, technical support determined that the proximate cause of the reported issue tech support - explained error code and probable cause to produce the error. Informed customer the diagnostic task used in system maintenance, to assist with troubleshooting a review of the complaint history record in trackwise and sap was performed for sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the device received an alarm - error code message. The system error code displayed was 120.4610. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone with the customer to determine error code 120.4610. Informed customer to perform diagnostic task using system maintenance during troubleshoot. Tech support recommended to replace battery, power supply and return unit for service repair. Device history review: a review of the device history record showed the device had a manufacture date of 02/23/2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Over the phone troubleshooting.

Event description:
It was reported that the device received an alarm - error code message. The system error code displayed was 120.4610. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device received an alarm - error code message. The system error code displayed was 120.4610. There was no patient involvement.